Event description:
A 10mm flat drain was removed from a patient, who was one week post operation. Per the resident who removed the drain, the drain was removed without incident and without any unusual resistance. Once removed it was noted by the resident a portion of the drain appeared to be missing possibly cut/torn. The resident also noted a cut/tear proximally near the missing portion of drain. A retained portion of the drain was confirmed via CT (computerized tomography) scan.